Manufacturer narrative:
Investigation ¿ evaluation: on 08jan2021, cook became aware of an incident where an occlusion was noted in the complaint device zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-24-90-zt). The issue was originally reported by a physician at (B)(6) hospital- (B)(6). Mfg. Ref #: 1820334-2021-00085 was reported in response to this incident. A fem-fem bypass was performed to restore blood flow. This complaint patient identifier: (B)(6) was opened for the thrombus in the main body. A review of documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, medical imaging was provided for expert review. Thrombus was noted in the main body graft. The ipsilateral leg extension has a significant kink just outside of the ipsilateral limb. It did not appear that both zsle limbs were matched up at the level of the tffb bifurcation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the design history file (dhf) showed that the affected product is safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to the lack of lot information from the facility. As there are adequate inspection activities established, and objective evidence that the DHR was fully executed it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information related to the reported failure mode: 4 warnings and precautions: general patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Patient selection, treatment and follow-up. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Implant procedure. Systemic anti coagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization or rupture of the aneurysm. Adverse events: potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm. Claudication (e.g., buttock, lower limb). Embolization (micro and macro) with transient or permanent ischemia or infarction endoprosthesis: occlusion. Graft or native vessel occlusion. Renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure). Patient counseling information: physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. 11 directions for use: bifurcated system. - contralateral iliac leg placement and deployment. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the contralateral limb of the main body. If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the gray positioner on the ipsilateral side. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft. Ipsilateral iliac leg placement and deployment: advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. Based on the information provided, examination of imaging provided by the facility, and the results of our investigation, it was concluded that an unintended use error contributed to the event. From the imaging provided, it was observed that the ipsilateral leg extension has a significant kink just outside of the ipsilateral limb. The limbs were not matched up at the level of the tffb bifurcation as per the IFU. Thrombus is also a known inherent risk of the device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was discovered that mural thrombus had formed within zenith flex aaa endovascular graft bifurcated main body. It was reported that the patient originally experienced "limb shutdown, possible uni-bypass". Due to the kink, the graft was unable to be accessed. Consequently, the patient required a femoral-femoral bypass. The patient presented to the initial implant procedure on (B)(6) 2015 with a diagnosis of abdominal aortic and right common iliac artery aneurysms. The proximal neck diameter measured 26.5mm, the right external iliac diameter measured 8mm, and the left common iliac diameter measured 19mm. This patient had previously undergone angioplasty of his right external iliac artery and had a self-expanding stent just past the takeoff of the hypogastric artery was noted on CT. The procedure was begun with ultrasound-guided access in the right common femoral artery with a 501 micropuncture needle. This was followed by an 0.018 wire which was passed proximally. A 501 micropuncture sheath was then placed over the guidewire. A 0.035 guidewire was then advanced proximally, followed by a 5-french working sheath. A retrograde angiogram was performed and there was tortuosity noted of the external iliac artery leading into the stent that was not completely opposed to the arterial wall to facilitate "clean" pass through the stent. It was chosen to place a glidewire into the stent. After access through the stent was obtained, a 5-french kmp catheter was passed over the glidewire and was noted to have some resistance with the stent, thus, it was thought that the wire probably traversed through the interstices of the stent. The stent was then straightened. A lunderquist wire was placed through the kmp catheter. A buddy wire first with a glidewire using the kmp catheter was then used to guide through the stent. Again this was thought to be an unsatisfactory pass, therefore, a tight 0.035 rosen wire was brought onto the field and this was used with a kmp catheter to obtain a clean pass through the stent. Once this was obtained, the kmp catheter over the tight j-wire was used to exchange for a lunderquist wire. At this point, it was chosen to perform a cutdown in the right groin through the common femoral artery and that "perclose device were passed through the stent". An incision was made around the 8-french sheath that was used over the lunderquist wire with access into the artery. The common femoral artery was exposed and encircled with vessel loops proximal and distal to the catheter placement. Through the left groin under ultrasound guidance, a 501 micropuncture technique was used to access the common femoral artery. An 0.018 guide wire was passed proximally followed by a 5-french coaxial sheath. An angiogram at this time showed good placement and thus a percutaneous approach was contemplated. Two perclose devices were then deployed over the 0.035 wire in the 2 and 10 o'clock position and the sheath was upsized to an 8-french sheath. The lunderquist wire was now passed into the descending thoracic aorta through a kmp catheter. The patient was heparinized initially with 10,000 units of heparin and supplemental doses were given afterwards and the acts were maintained over 250 seconds and measured every one-half hour. Next, over the lunderquist wire on the right, a marked pigtail catheter was used to perform an angiogram to obtain the length of the bifurcation from the renal arteries. Once this was determined, a main body measuring 32 mm in diameter proximally x 96 mm in length was brought onto the field. This section was designated tffb-32-96-zt. Under fluoroscopy, it was positioned to allow for the gate to open anteriorly into the right. Before placing the pigtail catheter over the lunderquist through the right groin, a 16 french cook sheath was brought onto the field and positioned over this wire into the distal abdominal aorta. Next, the main body was passed through the left groin and positioned just below the renal arteries. Under angiographic evaluation, it was deployed just below the renal arteries until the contralateral gate opened. The pigtail catheter was pulled on over a glidewire and the suprarenal fixation was deployed. Using the pigtail catheter and the 16-french sheath from the right, a 0.035 glidewire was placed through the contralateral gate and ultimately into the descending thoracic aorta after confirming placement. The pigtail catheter was passed over the guidewire into the descending thoracic aorta and the glidewire was exchanged for a lunderquist wire. The marked pigtail catheter was pulled down into the distal graft through the gate and into the right external iliac artery. This allowed for measurement to the end of the previously placed self-expanding stent in the external iliac artery. To traverse this span, a right leg extension designated zsle-11-107-zt was brought onto the field and deployed in the contralateral gate over the lunderquist wire. A second limb designated zsle-11-74-zt was deployed as an extension on the right until it ended just past the previously placed self-expanding stent within the external iliac artery and before the sharp turn tortuosity. On the left, a marked pigtail catheter was then positioned after removing the cap used for the suprarenal fixation. A retrograde angiogram allowed for measurement of the hypogastric artery. A left limb measuring 24 mm in diameter x 90 mm in length designated zsle-24-90-zt was brought onto the field and deployed into the ipsilateral gate into the distal left common iliac artery. A coda balloon over the lunderquist wires was now used to dilate the proximal and distal extent of the stent with all overlapping segments. On the right, an 8 mm x 4 cm length angioplasty balloon and then a 10 mm diameter x 4 mm balloon were used to dilate this section within the self-expanding stent in the external iliac artery. A completion angiogram was performed. An excellent result was noted with good filling of the renal arteries bilaterally. There were no significant type 2 leaks. Once completed, the right femoral sheath was removed and the artery was directly repaired using running 6-0 prolene suture. Flow was reestablished in the right lower extremity. On the left, the perclose devices were used to secure hemostasis at the entrance site, initially over the floppy j-wire which was ultimately removed. Both feet were checked and noted to be viable. Protamine, a total of 40 mg, was given. The right groin wound was closed using interrupted 2-0 and 3-0 subcutaneous vicryl, followed by closure of skin using interrupted 3-0 vertical mattress nylon. At the end of the procedure, the patient was transferred to anesthesia recovery in satisfactory condition. The patient presented to the reintervention procedure on (B)(6) 2020 with a diagnosis of claudication with left limb endograft occlusion. The patient reportedly developed kinking of one of the limbs as the aneurysm decreased in size and shortened, and complained of short distance claudication involving his left lower extremity. The problem became more acute over the 2 weeks before the procedure. The procedure was an attempted opening of the left endograft limb with femoral-femoral bypass. Therefore, a left groin incision was made. The common femoral, superficial femoral, and profunda femoris arteries were exposed. A 10,000 units of heparin was then given. A 501 micropuncture technique was used to access the common femoral artery. A 0.018 guidewire was advanced proximally, followed by 5-french coaxial sheath, which was then exchanged over a 0.035 bentson wire for a 5-french pinnacle sheath. Using a kmp catheter along with a glidewire, attempts were made to get through the distal occlusion of the endo graft. An angiogram showed retrograde flow in the hypogastric artery feeding the external iliac artery. At this time, it was chosen to perform a femoral-femoral bypass. The right groin incision was made. The common femoral, superficial femoral, and profunda femoris arteries were exposed. Vessel loops were placed around the arteries proximally and distally. An 8mm ringed standard wall gore-tex graft was tunneled between 2 incisions just above the symphysis pubis. Acts were measured and maintained over 250 seconds throughout the procedure. The vessels were occluded in the right groin. An arteriotomy was made in the common femoral artery. The end of the graft was spatulated. An. End-to-side anastomosis between the graft and the artery was created using running 6-0 gore-tex suture. Once completed, an angled ductus clamp was applied just proximal to the anastomosis and flow was reestablished into the right lower extremity. In the left leg, the vessel loops were placed around the arteries proximally and distally. The sheath was removed from the common femoral artery and the entrance site was used as the heel of the anastomosis with extension distally into the common femoral artery using potts scissors. The distal end of the graft was spatulated, and an end-to-side anastomosis created between the graft and the common femoral artery using running 6-0 gore-tex suture. Prior to completion, the vessels were flushed in usual fashion and flow was established into the external iliac artery proximally. Followed by flow into the profunda femoris and superficial femoral artery distally. 40 mg of protamine was given. Hemostasis was achieved with electrocautery. The wounds were irrigated with antibiotic solution. They were then closed using interrupted 3-0 subcutaneous vicryl, followed by closure of skin using interrupted 3-0 vertical mattress nylon. An inadvertent buttonhole just distal to the left groin incision made in the skin was closed with a single interrupted 3-0 vertical mattress nylon suture. Dressings were applied. The patient was transferred to anesthesia recovery in satisfactory condition. During the investigation for the kinked zenith flex with spiral-z technology aaa endovascular graft iliac leg following implantation, reported in manufacturer report #: 1820334-2021-00085, expert image review discovered a mural thrombus within the zenith flex aaa endovascular graft bifurcated main body. This report captures the instance of mural thrombus.